Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes: dizzy, weak, clammy. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-0). Customer's test strips are expired: test strip lot manufacturer¿s expiration date is 01/23/2018; open vial date was not disclosed. At the time of the call, the customer reported symptoms of feeling weak, dizzy and clammy. Customer was unable to continue with the call, stating she was going to seek medical attention and go to the emergency room. No further information was able to be obtained.